Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary planned intervention procedure. The procedure was delayed and was completed by using another system. A philips engineer examined the system on site where it was identified that the flow switch of the cooling unit was active. Inspection inside the e-cabinet identified that one of the couplings for the cooling unit had been leaking. A review of the system log files was conducted which identified that an error confirming a cooling problem related to the generator was present in the logs. The cooling unit for the certeray was replaced which resolved the issue. The system was working as intended and was returned to clinical use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to produce x-rays. The system was being prepped for clinical use at the time of the reported event. The patient was moved to another room to have the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.